Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer stated that tampon fell apart and left behind pieces. She experienced nausea, diarrhea, vomiting, body aches, irritation, odor and soreness. Doctor confirmed no pieces remain and she was diagnosed with a vaginal infection and prescribed antibiotics.